Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent bilateral inguinal hernia repairs with mesh plug(s) using a plug and patch technique. Two davol perfix plugs were implanted on the left and right side of the patient's body. Post-operation the patient allegedly suffered from debilitating groin pain, in addition to left inner thigh pain and pain with full bladder. The patient underwent non-surgery therapy with no improvement. On (B)(6) 2011 the patient underwent right iliohypogastric, right ilioinguinal, and left ilioinguinal neurectomies, bilateral removal of mesh plug, patch, and sutures from inguinal region and open bilateral recurrent inguinal hernia repairs with mesh. The attorney's report alleges permanent injury, explant, shrink and hardening of mesh, mesh pulling of the tendon, chronic pain.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/ or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00001 for information related to the second perfix plug implanted (B)(6) 2008.